Event description:
It was reported that the patient presented with noise oversensing on the right atrial lead which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.